Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had self-check errors. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the fse visited the customer's site, evaluated the device, and determined that it had a self-check error report. The fse then guided the customer on how to perform the operational check. After completing the operation check, the customer suspected the equipment was faulty. The dp7000 tool was subsequently used for energy testing and successfully passed the self-test. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed.